Event description:
It was reported when using the bd pyxis medbank system unexpectedly stopped working ans all-in-one turned off, preventing user from dispensing the required medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the all-in-one was turned off. A technical support specialist guided customer about turning on the all-in-one to resolve the issue. The system functioned as intended after the technical support specialist guided the customer.